Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found insulation degradation at 4.5 cm from the connector pin which exposed the outer coil. (B)(6). (B)(4).